Manufacturer narrative:
Additional information noted that some episodes in (B)(6) 2016 showed some ineffective shocks although the shock impedance measurements were in range. The patient spontaneous converted out of the arrhythmia. The field representative wanted to know the reason the shocks were ineffective. Boston scientific technical services (ts) noted that this could be due to the patient condition, or the device. Ts noted that issue possibly due to patient condition as the patient subsequently received an lvad. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after interrogating the device after the left ventricular assistance device (lvad) procedure two error messages were seen indicating an open circuit during shock delivery and high amplitudes during capacity charge. The next day the arrhythmia log book was reviewed and seven shocks were noted during the lvad procedure as the device was not deactivated and out of range high shock impedance measurements were noted. At a previously follow up prior to the lvad implant normal pacing thresholds, sensing and shock impedance measurements were noted although decreased but stable. A save to disk was performed and will be sent for technical review. The patient was hospitalized for an lvad intervention and a possible system revision. No adverse patient effects were reported. A review by engineering noted that the programmed shock vector was right ventricle to device. It appeared that the charge circuitry is functioning normally. It was noted there was a significant shift in shock impedance measurements since the implantation of the lvad. It was noted that the procedure and presence of the new device may have affected the defibrillation threshold, but this effect cannot be quantified via a disk analysis.

Manufacturer narrative:
No further actions were taken and normal follow ups will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.